Event description:
It was reported, the patient felt their stimulation turn off when they went through a store security system. The security bells and whistles went off. When the settings were checked, they had dropped from above four volts to low three volts. About two weeks later, the patient was woken up due to stimulation turning itself up. Stimulation had to be lowered as the patient was feeling a burning sensation in the vaginal area. The patient¿s urinary symptoms were fine. There were no known accidents or incidents related to the issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0fkzk, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).